Event description:
Approx 45 minutes into treatment the pt's bp increased and he complained of nausea, abdominal pressure and diarrhea. He was given a beta blocker and antacid. Following completion of the 4 hr and 10 min treatment, the pt was discharged home on his own request with an elevated bp. Later the same evening he was admitted to an intensive care unit and diagnosed with dialysis induced hemolysis and pancreatitis. The lack of schistocytes indicates this was not a mechanically induced hemolysis. The cause of the hemolysis remains unk. The pt remained at the ICU for two days after which he transferred to an ordinary ward. No blood transfusion was reported and the pt was discharged home from the hosp on (B)(6) 2012.

Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The involved lot number is unk. The sample was not available for investigation. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unk.